Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. Fse tested the system and found no issue. Fse performed system test drive, no trouble found. No issue related to the surgeon side cart confirmed. System was operational and verified as ready for use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer switched to the other surgeon side cart after the start of the procedure due to the left control clutch intermittently working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clutch button on the left controller of the surgeon side console was intermittently working. Technical support was contacted and the technical service engineer (tse) was informed that the surgeon has already swapped and replaced to the other surgeon side console. Tse viewed system event logs and found error 31061 indicating a switch fault. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.